Manufacturer narrative:
Findings: pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarm or blank display noted. Unit had intermittent button response due to moisture damage on keypad traces. Pump had moisture damaged on ib. No moisture damage on lcd board, mother board or motor noted. Unit had scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer states that there was a blank screen on the device. The customer had a blood glucose level was mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.